Manufacturer narrative:
No device analysis results are available because the device was not returned. However, the merlin.net logs were reviewed, and occurrence of error 5 was confirmed for 15apr2021. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting resolved the issue.